Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating customer received an occlusion alarm. Customer felt blood glucose level was high. Customer resumed insulin and initiated bolus.